Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of a system controller exchange and a no external power alarm were confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of 15dec2024 was reviewed. The log file captured a no external power alarm from 00:53:21 to 00:54:56 due to both system controller power cables being disconnected from power. The alarm resolved at 00:54:56 once the system controller¿s black power lead was reconnected to a 14v battery. The system controller backup battery supported the system during the loss of external power without any issues. The driveline was then observed to have been disconnected at 00:57:48 and remained disconnected for the remainder of the log file; this is consistent with the reported controller exchange. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including why the system controller was exchanged; however, no response was received. The root cause of the reported system controller exchange could not be conclusively determined through this analysis. The root cause of the reported no external power alarm was determined to be both system controller power cables being disconnected from external power at the same time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17oct2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 left ventricular assist system. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. D) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the driveline was disconnected at (B)(6)2024 0:57. The rest of the log contained data as disconnected system controller. The log file also captured double power cable disconnect at 05:53 and reconnected at 0:54. There were no other notable alarm conditions or parameter changes. Upon further review of the log file and more information relayed from clinical specialist. The event log did captured driveline power fault along with system controller clock corrupt alarms.

Manufacturer narrative:
B1 ¿ type of report: corrected. B7 - other relevant history, including preexisting medical conditions: corrected. Manufacturer¿s investigation conclusion: the reported events of a system controller exchange, no external power alarm, and driveline disconnect alarm were confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of (B)(6) 2024 was reviewed. The log file captured a no external power alarm from 00:53:21 to 00:54:56 due to both system controller power cables being disconnected from power. The alarm resolved at 00:54:56 once the system controller¿s black power lead was reconnected to a 14v battery. The system controller backup battery supported the system during the loss of external power without any issues. The driveline was then observed to have been disconnected at 00:57:48 and remained disconnected for the remainder of the log file. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including why the system controller was exchanged; however, no response was received. The root cause of the reported system controller exchange and driveline disconnect alarm could not be conclusively determined through this analysis. The root cause of the reported no external power alarm was determined to be both system controller power cables being disconnected from external power at the same time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6) , revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline disconnect and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. D) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review and captured that the driveline was disconnected at (B)(6) 2024 at 0:57. The rest of the log file contained data as disconnected system controller. The log file also captured double power cable disconnect at 05:53 and reconnected at 0:54. There were no other notable alarm conditions or parameter changes.